Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The down arrow keypad button reportedly was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the keypad was found to be fully intact. The contrast and down buttons were found to be intermittently responsive to button presses. The contrast button has no affect on insulin delivery function. The up and ok keypad buttons were found to be responsive as expected. The keypad cover was removed and contamination was found under the contrast, up and down key contacts. Unrelated to the complaint, the display screen was found to have a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).